Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately on (B)(6) 2026 after sensor insertion, the patient reportedly experienced a skin reaction involving itching, a burning sensation, redness, drainage, and pustules affecting the entire adhesive patch area. The parent removed the sensor and observed a reaction covering the entire patch site, which was described as "pussing, oozing, red, and hot" and accompanied by itching. At the time the skin reaction was observed, the patient was reportedly receiving glucose readings; however, the parent was unable to recall the displayed glucose value. The sensor subsequently failed, requiring blood glucose monitoring via a blood glucose meter (bgm), although the parent was unable to recall the meter result. The exact time of the event was not recalled. The parent brought the patient to a physician for evaluation. According to the parent, the patient was diagnosed with cellulitis. Treatment was prescribed, including oral cephalexin and a topical medication identified by the parent as "muniseiron," which was believed to be mupirocin ointment. Following the medical evaluation, the patient returned home. At the time of the report, the parent stated that the patient's condition was "fine." Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.